Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the endoscope was not calibrating, and there was a reversed video image. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found that the endoscope was visually inspected and found with mechanical damage the scope¿s aea adapter. The root cause of camera instrument adapter - delrin degradationis is not determinable/applicable. Additional observation(s) not reported by site: the endoscope was visually inspected and was found with damage at the button pack. The root cause for camera button pack ¿ cosmetic damage is typically attributed to the user. The endoscope cable integrated connector was visually inspected and found with the pca board exhibited missing electrical contact(s). The probable root cause is attributed to component susceptibility to damage during reprocessing. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The root cause for camera instrument cracked window distal is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure.

Event description:
Refer to h11 for follow-up information.